Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. The needle piece was retrieved. There were no patient complications.

Manufacturer narrative:
Follow-up report #01. The device model details were corrected from tx2 microtip to tx1 microtip.

Manufacturer narrative:
Follow-up report #02. Sections b4, d9, g6, h2, h3, h6 and h10 have been updated with new information. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. The fracture site did not immediately indicate a specific cause for the failure. Testing and disassembly of the device did not reveal any further anomalies or defects.